Manufacturer narrative:
This report is filed may 6, 2016.

Manufacturer narrative:
This report filed february 16th, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2016, it is not known if the patient was reimplanted with a new device as of the date of this report february 2016.